Manufacturer narrative:
Investigation summary a total of 64 samples; 10 sealed samples of 10ll lot 1906009, 11 sealed samples of 10ll lot 1906005, 25 sealed samples of 10ll lot 1907010 and 8 sealed samples of 10ll lot 1907006, were returned to our quality team for investigation. Through visual inspection of all samples, no silicone or other residue was observed on any of the product. A device history record review was performed on the reported lots and no quality issues were found during the production process that could have contributed to the reported incident. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Test results were reviewed for lots 1906009,1906005,1907006,1907010 and found to be within required limits. Testing was again performed on the samples received and the product was verified to be within specification. Investigation conclusion since manufacturing record stablished that all production and quality processes were carried out normally, no visual defect is observed and silicone content tests performed with samples received are within specification limits the alleged defect cannot be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description no manufacturing defect is found in samples received. Rationale based on qda limits for this product and defect no corrective action is required at this time.

Event description:
It was reported that foreign matter was found before use with a syringe 10ml ll. The following information was provided by the initial reporter, "quiet a number of the 10ml luer lok syringes from the above batches were identified has having a oily residue at the top of the syringe. Prior to use in this aseptic unit they firstly push the plunger up and then pull back to confirm syringe is working correctly, when they pull the syringe back at the very top internal part of the syringe there is an oily residue internally that travels down from the top for about half a cm. As this is an aseptic unit they require full confirmation that these syringes are safe to use in this environment."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1906009. Medical device expiration date: 2024-05-31. Device manufacture date: 2019-06-12. Medical device lot #: 1906005. Medical device expiration date: 2024-05-31. Device manufacture date: 2019-06-04. Medical device lot #: 1907006. Medical device expiration date: 2024-06-30. Device manufacture date: 2019-07-10. Medical device lot #: 1907010. Medical device expiration date: 2024-06-30. Device manufacture date: 2019-07-25. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found before use with a syringe 10ml ll. The following information was provided by the initial reporter, "quiet a number of the 10ml luer lok syringes from the above batches were identified has having a oily residue at the top of the syringe. Prior to use in this aseptic unit they firstly push the plunger up and then pull back to confirm syringe is working correctly, when they pull the syringe back at the very top internal part of the syringe there is an oily residue internally that travels down from the top for about half a cm. As this is an aseptic unit they require full confirmation that these syringes are safe to use in this environment."